Event description:
It was reported by the customer that 3 phlebotomists said they had difficulty closing the guard/shield over the needle. They stated that they either struggled to get the needle into the shield and then it sprayed droplets of blood from trying to "snap the shield over the needle, or the plastic shield bent so as not to cover the needle. No information was received regarding any serious injury as a result of this report.